Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. The distal conductor was fractured and cut, and several conductors, including the defib conductor were distorted. Blood/body fluid was found on several conductors (not obstructed) and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut, and both a white substance and a cosmetic depression were noted. The analyst noted that there were three sets of setscrew marks on the is-1 pin. One of the setscrew marks on the is-1 pin was too proximal and two sets are in the correct position. It cannot be determined when, but at some time, the lead was not fully inserted in to the device.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited oversensing, noise, and apparently fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.